Manufacturer narrative:
Initial

Event description:
It was reported that an ilet pump displayed alert 60 and repeatedly restarted with the alert recurring, and the pump had shut down overnight despite battery reported above 50 percent; the user also experienced a period without cgm readings followed by a reading of 39 mg/dl and self-treated with oral glucose, consistent with a device communication malfunction and failure to read input signal attributed to a circuit board issue. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of taking oral glucose; no hospitalization or serious injury occurred. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed signal loss consistent with a failure to read the input signal, traced to a circuit board component associated with bluetooth communications. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.